Event description:
It was reported that the customer was hospitalized and the insulin pump stopped working. Customer's blood glucose reading at the time of the hospitalization was 6 mmol/l. Customer was treated at the hospital with manual injections. Customer was off the insulin pump for 30 minutes prior to the hospitalization. Customer also stated that they were unable to press the up and down arrow buttons on the insulin pump prior to the hospitalization. Customer mentioned that the numbers were going up on their own. Customer's most recent blood glucose reading was 4.3 mmol/l. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.